Manufacturer narrative:
Date of event: exact date unknown, event occurred within two weeks of the trial. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: 7139888, serial: (B)(4).

Event description:
It was reported that the patient was diagnosed for (B)(6) infection within 2 weeks of the trial. The patient experienced low grade fever and back pain. The physician believed that the infection was not procedure related. The patient was prescribed antibiotics and was reportedly doing well. The explanted trial leads will not be returned as it was discarded by medical facility.